Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the control iq software intermittently did not accurately adjust insulin delivery as intended. Reportedly, the pump delivered insulin based off the pump personal profile settings instead of based off the control iq settings. The customer¿s blood glucose (bg) level ranged from 36-559 mg/dl. The customer¿s parent assisted the customer with addressing low bg levels with food and glucose, and high bg levels by changing the infusion set site and delivering a bolus. Reportedly, the customer continued to use pump for insulin therapy.